Event description:
The implanting surgeon reports that she was notified that a patient with an intraocular lens implanted in 1999 has had difficulties seeing at night since their first post-operative day. The patient did not return to the implanting surgeon for follow-up and the surgeon just recently became aware of the patient's symptoms through a letter giving notice of the patient's intention to sue. There has been no medical confirmation of the reported difficulties and attempts to acquire further details have been unsuccessful.